Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed under monitored anesthesia care (mac). A watchman trusteer access system (was) and watchman flx closure device and delivery system (wds) were selected for use. The transseptal puncture (tsp) was done using the versacross connect system with a pigtail wire. During the tsp, the transesophageal echocardiography (tee) probe was lowered to obtain measurements. Right femoral vein (rfv) access was achieved using ultrasound guidance. A watchman trusteer sheath and pigtail wire were advanced into the superior vena cava (svc). Heparin was administered. Multiple attempts were made to advance the wire. Ectopy was noticed during rewiring, and a 6mm pericardial effusion was detected during the third attempt on the right side of the heart. The procedure was cancelled, and the tee probe was left in place for monitoring for almost an hour. The patient became slightly hypotensive but stabilized. Heparin was reversed. No intervention was needed to treat the effusion. The physician suspected that the wire or sheath perforated the right atrium (ra) or right ventricle (rv) during the transseptal process. The patient was admitted to the hospital for additional monitoring. There were no further patient complications reported, and the patient was discharged.

Manufacturer narrative:
D4 unique identifier (UDI) #: corrected UDI.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed under monitored anesthesia care (mac). A watchman trusteer access system (was) and watchman flx closure device and delivery system (wds) were selected for use. The transseptal puncture (tsp) was done using the versacross connect system with a pigtail wire. During the tsp, the transesophageal echocardiography (tee) probe was lowered to obtain measurements. Right femoral vein (rfv) access was achieved using ultrasound guidance. A watchman trusteer sheath and pigtail wire were advanced into the superior vena cava (svc). Heparin was administered. Multiple attempts were made to advance the wire. Ectopy was noticed during rewiring, and a 6mm pericardial effusion was detected during the third attempt on the right side of the heart. The procedure was cancelled, and the tee probe was left in place for monitoring for almost an hour. The patient became slightly hypotensive but stabilized. Heparin was reversed. No intervention was needed to treat the effusion. The physician suspected that the wire or sheath perforated the right atrium (ra) or right ventricle (rv) during the transseptal process. The patient was admitted to the hospital for additional monitoring. There were no further patient complications reported, and the patient was discharged.